Event description:
Boston scientific received information that this caller was experiencing difficulty inducing this patient for defibrillation testing (dft) so fibrillation high induction and 50 hertz pacing was used. A message was received that telemetry was lost and the test would not end and continued for about 3-4 second after releasing the enable button.

Manufacturer narrative:
A boston scientific technical services consultant stated that there may be some radio frequency (rf) interference. Although, the caller stated that rf was turned off at several points during the testing. Additionally, there could be possible outside sources that could of been causing problems with interferences. The caller noted there was a zoll defibrillator that was charging at the time of the induction. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
This device was subsequently explanted for a separate product performance issue. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.